Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had unknown insulin pump error occurred, after this error insulin pump restarts, medtronic logo was displayed blur, the insulin pump did not proceed further, red led sign was blinking and no any response by button press. The customer blood glucose level was unknown. The customer was assisted with troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
The supplemental report was submitted without an aware date. The aware date is 29-may-2019.

Manufacturer narrative:
Device powered up properly after battery installation. No missing segments, partial display, or display anomaly noted. The device was received with all buttons responding properly. The device passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No unexpected frozen display, display anomaly, pump errors or alarms noted during testing. (B)(4).